Event description:
Paramedics used the device for ECG monitoring of a male complaining of neck/shoulder/arm/chest pain with a cardiac history. The monitor reportedly spontaneously lost power 6 times during the call while attached to patient. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated. Per contractual agreement with the customer, the device will be replaced.